Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch catheter where the tip broke. The catheter was replaced with another one, and the case was completed. No patient consequences were reported. Initial follow-up attempts provided no further information regarding difficulty inserting/removing the catheter, exposed wires, lifted electrodes, sheath type or pre-shaping. However, a picture was provided, and it was determined that the tip of the catheter was partially separated from the shaft. Exposure to the internal catheter components presents a potential risk to the patient, making this an MDR reportable event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/22/18. The initial visual analysis indicated the helix was found to be bent. This has been assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch catheter where the tip broke. The catheter was replaced with another one, and the case was completed. No patient consequences were reported. Exposure to the internal catheter components presents a potential risk to the patient, making this an MDR reportable event. Product investigation summary: the device was visually inspected and the helix was found bent. Then, a tilt test was performed and the catheter failed. Additionally, on (B)(6) 2018, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. Spring coil was found damaged and bent with stress marks. The issue of exposure to internal parts of the catheter make this a reportable malfunction. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).